Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue being peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invading lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned as part of the yearly maintenance process. During routine inspection of the device by olympus, the following reportable malfunction was found: leakage in the forceps elevator, and corrosion on the distal end. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the yearly maintenance process, the device evaluation found a leakage in the forceps elevator, and corrosion on the distal end. Additional findings include the following: the up / down knob could not be locked securely due to wear of the forceps elevator lever, the grip had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the right / left / up / down knob had a scratch, the scope connector cover unit had discoloration, the electrical contact of the endoscope connector had a discolored area, the forceps raising angle did not meet the standard value due to wear of the forceps elevator wire, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the image guide protector had a chip, the cover of the light guide bundle was damaged, the light guide lens had a crack, the distal end was shaved / had a foreign material or stain, the light guide lens was dirty, water tightness of the forceps elevator was lost, and the protector of the universal cord on the scope connector side had a cut. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.